Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the access vessel were moderately to severely tortuous and had severe calcification. It was reported that after deploying the bifurcated stent graft and the contralateral limb, a slight stenosis was noticed within contralateral limb. The stenosis was cause by the calcification and thrombus within the right common iliac artery. Another manufacturer's 10x25 bare metal balloon expandable stent was implanted to resolve the stenosis; however, a type iii endoleak, fabric was discovered after placement of the bare metal stent. The physician believed that a hole in the fabric was creating when the balloon was inflated for the implantation of the bare metal stent. An endurant (B)(4) limb was placed within the contralateral limb and bare metal stent to resolve the type iii endoleak. On final angiogram, a type ii endoleak was also discovered and left uncorrected. No clinical sequelae were reported and the patient is fine. The films were returned and the evaluation has been completed. The angiogram images at the time of implant show the ipsilateral limb was placed on the left side, with the ipsilateral and contralateral limbs crossed. The right iliac limb diameter narrowed to approximately 8mm. The cause may be related to the reported iliac anatomy. Following placement of a 10 x 25 x 75 bare metal stent across this narrowed area, the iliac limb diameter opened to approximately 11mm. The reported type iii fabric endoleak following stent implant was not visible in the returned images.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (occlusion, endoleak). Patient's condition affected effectiveness of device (anatomy related; calcification and thrombus within the right common iliac artery and type 2 endoleak). Caused by another drug/device (another manufacturer's device likely contributed to the type iii endoleak, fabric). Caused by another drug/device (another manufacturer's device likely contributed to the type iii endoleak, fabric). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; calcification and thrombus within the right common iliac artery and type 2 endoleak). Another device caused failure (another manufacturer's device likely contributed to the type iii endoleak, fabric).